Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that resistance was felt when filling intermittent cartridges during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer¿s blood glucose level was 211 mg/dl.